Event description:
The customer received questionable thyrotropin (tsh) results for one patient on their e-module (m2). The result from the patient was expected to be very high (>100) because the patient's tsh level had been increasing for some time. All the units of measure for all the tsh results were iu/l*10-3. The patient's initial tsh result was 100.0 accompanied by a data flag. The sample was automatically repeated with a 1:10 dilution and the result was 0.332. The sample was measured on another e-module, serial number not provided (m1), and the result was 100.0 accompanied by a data flag. The sample was diluted 1:10 and the result was 102.4. The sample was again placed on the m2 analyzer, and the result was 100.0 accompanied by a data flag. The sample was diluted 1:10 and the repeat result was 0.355. On (B)(6) 2012, the customer changed the diluent. The sample was tested on the m1 analyzer and the result was 100.0 accompanied by a data flag. The sample was diluted 1:10 and the result was 7.15. The sample was placed in the m2 analyzer, and the result was 100.0 accompanied by a data flag. The sample was diluted 1:10 and the result was 94.51. The customer stated that none of the results were reported outside the laboratory. The samples were reported as unsuccessful. The customer also stated that the only disadvantage for the patient was that a new blood sample was collected. The doctor never believed the result, so no further action was taken. Clarification has been requested as to whether the discrepant results were reported outside the laboratory. The tsh reagent lot number was 166634 and the expiration date was not provided. The customer returned samples to the manufacturer for investigation. During the investigation, no interfering factor was identified which might cause an elevated tsh value. The tsh was also measured on an e- module during the investigation, both undiluted and diluted, and all the results were above 100 uiu/ml.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6). For the other e-module, refer to the medwatch with (B)(6).